Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump tubing was cut by the blood pump rotor. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: the blood pump rotor device was returned to the manufacturer for physical evaluation. The returned rotor showed a missing guide sheave (polymer sleeve) on one of the rear guide pin (bearing journal). There were signs of debris on the guide pin. There are no discrepancies found on the other three guide pins and sleeves. Installed the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. There was no further damage to the rotor during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported fluid leak event could not be replicated. The cause could not be determined.

Event description:
A user facility biomedical technician (bmt) reported that during a patient¿s hemodialysis (hd) treatment the blood pump tubing was cut by the blood pump rotor. Upon follow-up, the bmt stated about halfway through the patient's treatment the blood pump rotor of the machine, a fresenius 2008t machine, slit open the blood pump tubing and caused a blood leak to occur. The bmt stated the rotor sleeves (around the pins) were loose and slipping off and causing pinching and tearing on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.